Event description:
End user called to complain that the device does not test the calibration check strips. This was confirmed by troubleshooting by phone. The device was replaced and the defective one returned for investigation.